Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while adjusting the pump personal profile settings, the customer had inadvertently entered the carbohydrate ratio setting as 1u:1.9g instead of entering 1u:9.0g. Blood glucose (bg) was 403 mg/dl. The customer had not yet delivered a bolus as the pump was calculating too much insulin due to the incorrect setting. After correcting the setting, the customer delivered a bolus.